Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the drawer had failed due to latch catch misalignment. The field service engineer (fse) confirmed that third-party contractor resolved the issue by adjusted latch catching slightly. A hardware test application was run successfully, and the customer was able to access the storage space without any issues. The system functioned as intended after the investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.